Event description:
This lady had a biliary stent placed in 2008. The stent was a cook zilver vascular stent lot # 1765771, it was discovered that sometime between 2008 and 2009, the stent fractured but was not displaced. A follow-up exam in 2009, revealed the distal portion of the stent had migrated and was thought to be in the small bowel. Implanted in 2008, and still remains in patient at this time. Dates of use: 2008 - 2009 - still present. Diagnosis or reason for use: unavailable.